Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of foreign matter being found on a connector was received from the customer. Four photos were received for investigation of this defect. Through inspection of the photos the customer complaint was confirmed. There were brownish red pieces of foreign matter found on the sample. A device history record review could not be performed because the lot number is unknown. A definitive root cause could not be determined as a physical sample was not received.

Event description:
It was reported that while using the bd dual ended cap there was a brown substance found on the connector. The following information was provided by the initial reporter: a brown substance was found at two (2) places of the female connector.